Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. There was blood noted throughout the dialyzer and in both head caps. There was no damage noted on the returned sample. A laboratory bubble point leak test was performed on the returned sample. There were no leaks detected, possibly due to the presence of coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. A fiber fragment was identified at approximately 0° on the cavity ID end, with the dialysate ports positioned at 0°. The fiber fragment extended from the potting surface measuring approximately 0.25 mm in length under magnification (x20). The opposing end of the fiber fragment was not located. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility hemodialysis (hd) technician reported that an internal dialyzer blood leak occurred approximately thirty minutes into a patient¿s hd treatment. The blood leak was not visually observed, however, a blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The technician confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment because they had been experiencing ongoing catheter issues (not a fresenius product). The patient was reportedly dealing with catheter blockage. No medical intervention was provided, and the patient was sent home without completing their treatment. It was reiterated that the patient did not experience any symptoms due to the incomplete treatment. Per the technician, an appointment was scheduled for the patient at a vascular access center for the following day. No further details pertaining to this appointment were provided. The complaint device was retained by the user facility and was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) technician reported that an internal dialyzer blood leak occurred approximately thirty minutes into a patient¿s hd treatment. The blood leak was not visually observed, however, a blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The technician confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment because they had been experiencing ongoing catheter issues (not a fresenius product). The patient was reportedly dealing with catheter blockage. No medical intervention was provided, and the patient was sent home without completing their treatment. It was reiterated that the patient did not experience any symptoms due to the incomplete treatment. Per the technician, an appointment was scheduled for the patient at a vascular access center for the following day. No further details pertaining to this appointment were provided. The complaint device was retained by the user facility and was reportedly available to be returned for a manufacturer evaluation.